Event description:
Customer reported hospitalization due to high blood glucose. Customer was met by the paramedics and given a glucagon shot before arriving at the hospital. The blood glucose reading at the time of the event was 2 mg/dl. Customer stated that she may have taken too much insulin; she did not eat. Customer also stated that the drive support cap is flush. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.